Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise. It was noted that many of the automatic mode switch (ams) episodes caused by the noise appeared eight minutes after a full hour (ex: 7:08).